Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were less responsive. The customer¿s blood glucose was unknown. The customer stated that the insulin pump has rejected new battery, insulin pump has lost settings after battery change and had to reprograms settings, buttons were harder to press. The device will not be returned for analysis.